Event description:
The user facility reported that the door of the washer opened during a washing cycle causing water to spray from the unit. The user facility staff turned off power to the unit and stopped the cycle. No injury to user facility staff or property damage was reported.

Manufacturer narrative:
A steris service technician inspected the washer and determined that the device's I/o board and power supply had shorted out. The technician replaced the I/o board and power supply, tested the fuses and machine operation. The washer was returned to use and no additional issues have been reported with this unit. This unit is under maintenance contract with steris and was last serviced on (B)(4) 2010. It was determined that a water leak inside the unit damaged the I/o board and power supply. When power to the unit was lost, the washer door opened and allowed water to leak from the unit.